Event description:
A customer reported that the t:slim x2 pump battery was not charging. After being instructed by technical support to leave the adapter plugged into a working outlet for at least 30 minutes, the pump began charging when using the original charging supplies. There was no adverse impact to the customer's blood glucose level, and no further assistance was required.